Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was observed to be detached from the instrument. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Replication of the reported condition may occur due to a manufacturing error. The product analysis established a relationship between a device failure and the reported incident of instrument broke. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Forwarded to another facility for further evaluation of the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cartridge fell off when unpacking.